Event description:
No new information.

Manufacturer narrative:
Reported event: an event regarding loosening involving an exeter stem was reported. The event was not confirmed. Method & results: -device evaluation and results: visual inspection of the returned device indicated that the stem is damaged. Surface deformation consistent stem-cement interface was also observed on the body of the stem; in addition to damage consistent with contact with explantation tooling. Material analysis: not performed as visual inspection provided no indication that the event was a result of a material integrity issue. If further information becomes available additional testing will be performed. -clinician review: no medical records were received for review with a clinical consultant. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: it was reported 'revision of exteter 44#2 stem and 28mm 0 degree liner due to loosening of stem'. Visual inspection of the returned device indicated that the stem is damaged. Surface deformation consistent stem-cement interface was also observed on the body of the stem; in addition to damage consistent with contact with explantation tooling. Material analysis: not performed as visual inspection provided no indication that the event was a result of a material integrity issue. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The following was reported "revision of exeter 44#2 stem and 28mm 0 degree liner due to loosening of stem."